Manufacturer narrative:
Software version: (B)(4).

Event description:
It was reported that high impedance was observed pre-operatively with (B)(4) software prior to a generator replacement due to low battery. For model 102/102r generators programmed to output currents > 1 ma , it was observed that system diagnostics using m3000 (B)(4) and m250 software would display ok lead impedance while system diagnostics using m3000 (B)(4) software would display a false high impedance. The physician assessed that the cause of the high impedance was likely related to the software and that the treatment decision was not effected, as the patient was previously referred for generator replacement and the leads remained intact. It was reported that there was no known trauma or manipulation. The explant facility does not return explanted products, therefore, return of the generator is not expected to date. No further relevant information has been received to date.